Event description:
During a baxter evaluation of a spectrum infusion pump, it was found that the device alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom door not fully latched alarms. The evaluation found that the force required to secure the door was above expected levels, and if not applied, the unit alarmed door not fully latched. The door hooks were replaced to correct this condition.